Event description:
It was reported that there was a knee revision due to maintenance, primary was done out of the united states over 20 years ago. The original implant sheets and information is unavailable as done out of the united states.

Manufacturer narrative:
An event regarding a revision involving an unknown bumper was reported. The event was not confirmed. Device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were returned or made available for review. A device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. A complaint history review could not be performed as the reported product was not properly identified and was not returned for identification. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation, further information is needed.

Event description:
It was reported that there was a knee revision due to maintenance, primary was done out of the united states over 20 years ago. The original implant sheets and information is unavailable as done out of the united states.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown bumper. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).